Event description:
During routine testing of the device at the svc ctr, the field svc rep reported that the level sensor was not functioning as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.